Manufacturer narrative:
Approximate age of device ¿ 5 years. Device evaluation: the repaired portion of the percutaneous lead, approximately 20 inches long, was returned for evaluation. The returned section of the percutaneous lead was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Visual examination of the underlying wires revealed a breach to the red wire approximately 1 inch from the metal connector. This breach appeared to be the result of abrasion against the braided shield as well as excessive kinking at the terminus of the previous clamshell repair. The percutaneous lead was submerged in a saline bath for hipot testing to check for current leakage through the wire insulation, and no additional breaches to the insulation of the wires were identified. If the exposed conductors of the red wire had contacted the braided shield while the patient was operating on tethered power module power, the resulting short to ground would have caused the captured alarm events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced ¿intermittent beeps, sometimes longer¿ on (B)(6) 2015 from the system controller. The patient¿s caregiver independently changed the patient to the backup system controller. It was reported that on (B)(6) 2015, review of the history showed a clock reset, low speed and pump off event when on the second system controller she was switched to on (B)(6) 2015. It was reported that they were unable to reproduce the alarm in the clinic. The patient was switched to a new system controller with new battery clips and new batteries. It was also reported that the patient has a new power module and 14v power module patient cable. The vad coordinator reported that the patient has a previous clamshell repair and a significant amount of tape at the distal end of the percutaneous lead. The patient was asymptomatic. The manufacturer's technical services representative reviewed the provided log file, which captured multiple pump stops while the vad was connected to the power module. Additionally, x-ray images showed an area of concern a few inches above the clamshell repair. On (B)(6) 2015, an external percutaneous lead replacement was performed. Testing post replacement passed and no issues were noted after the pump was placed back on the grounded power module patient cable.